Manufacturer narrative:
Mitek is at the point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that the pt underwent a successful shoulder repair sometime in (B)(6) 2010 with the use of a versalok anchor, for fixation. At some point subsequently, approx 1 month post-op, the pt reported that he "was resting his arm on the wall," he immediate loss the use of motion of the subject arm. Somehow, the surgeon was able to discern that the versalok had pulled out of the bone hole. This is all of the info that has been supplied to mitek; there was questions out for further detail and clarity.